Event description:
Caller reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and arranged for a pump replacement. The customer will utilize multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support provided the necessary instructions for returning the defective pump and advised the caller on programming settings and connecting the continuous glucose monitor to the replacement pump. The caller acknowledged all instructions and a replacement pump was sent to them.